Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complain could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. Per DHR (device history record) the product et tube, hvt, 8.5, lot#01b1000430 was manufactured on 03/09/2010. The DHR investigation did not show issues related to complaint. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the distal end of the endotracheal tube will not stay seated on the endotracheal tube. The anesthesiologist extubated the pt and reintubated the pt. The pt was extubated a second time and reintubated for the third time. The third intubation was successful. No report of a pt injury.